Event description:
It was reported that the sleep/wake control on the ilet device was perceived as unresponsive because the user was pressing it firmly as if it were a mechanical button; education clarified that it is a touch sensor and requires a light rest of the finger, after which normal function was confirmed. Symptoms included no adverse health effects. Outcomes included no impact on clinical status and no alerts or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed correct device function and user technique error related to interaction with the touch sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error.